Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that shaft break occurred. A 2.50x24mm synergy stent was used in a procedure. However, the shaft got fractured when the stent was deployed. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.50x24mm synergy stent was used in a procedure. However, the shaft got fractured when the stent was deployed. No patient complications were reported. It was further reported that the device was completely removed through the guide. The procedure was completed with a non-bsc stent and the patient was discharged afterwards.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as there was no date provided.